Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged device noise; strange odor; burning/smoke/electrical odor. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The user alleged device noise, strange odor, burning, smoke and electrical odor. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation unable to confirm the presence of degraded sound abatement foam. During the internal investigation of the humidifier unit, observed a live insect in the bottom enclosure. In secondary findings minor dust-like and fibrous contamination was observed on and around the iso port. Observed a minor, unknown white contamination at the air inlet of the blower box at the filter location. Observed a burn mark on the inside surface of the top enclosure, directly above the failed component on the circuit board. Observed white dust-like and fibrous contamination on the top of the blower motor and on the blower outlet seal. Observed a fine white dust-like contamination on the bottom of the blower motor and on the inner rim of the blower motor air intake. Observed a piece of blue plastic debris, consistent with a broken filter retention clip, in the blower box. Observed an unknown red or brown contamination on the humidifier enclosure near the flip lid latch. Minor dust-like contamination was observed on the tubing connector. Minor hair-like contamination was observed on the flip-lid seal.  The device's downloaded event log was reviewed by the manufacturer and found fifteen errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam and was able to confirm the patient's complaint of a burning odor, as the odor was most likely emitted from the failed or burned component on the circuit board. Confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam in or on the device. Observed a live insect in the humidifier unit. The source of the contamination in the secondary findings was most likely external to the device.